Event description:
This is being filed to report the suspected leaflet tear and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. A follow up transthoracic echocardiogram (tte) performed noted the mr had increased to 3 due to a suspected leaflet tear. No treatment was performed at this time. The implanted clips were confirmed to be stable on both leaflets. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr appears to be related to reported tissue injury (suspected leaflet tear). A cause for the tissue injury cannot be determined. Tissue injury and mr are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.